Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the patient presented with a contained ruptured aneurysm to the physician's office. The patient was sent to the hospital for treatment. The CT revealed that there was a proximal type I endoleak present. The physician elected to implant an endurant encf2828c49e and the endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). (Unknown cause). Conclusion: (unknown cause).